Event description:
The surgeon implanted an aa4203tl model lens and at the post-operative exam it was noted that the lens had rotated 14 degrees off axis, causing a refractive surprise. The pt's pre-operative best-corrected visual acuity was 6/9 = 20/30, and the post-operative best-corrected visual acuity was 6/7.5 - 20/25. The lens remains implanted and the surgeon is planning to re-rotate the lens.